Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that the needle was unable to deliver rf energy when attempted and could not cross the septum. No halation was observed on the intracardiac echocardiography and replacing the cable did not improve the issue. The needle then was then replaced (different device, same model), and the procedure was completed successfully. In addition, the generator achieved ready mode and the rf tone was heard when energization was attempted. Tenting the septum was confirmed before attempting and no error codes were noted. They also stated that they manually reshaped the needle prior to procedure. No challenges were noted related to the patient's anatomy. No patient complications were reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has been received and analyzed. Thus, this supplemental report is being filed for the investigation results. The analysis of the device found that the lumen was not blocked, and the needle would flush properly (pre and post decontamination). The device passed the design specifications for the active tip length measurement, continuity test. The returned rf needle was connected to an eeprom programmer, and it was recognized and communicated its information properly. The device had invalid mac, suggesting that the needle had been connected to and authenticated by a generator earlier. The eeprom also had the appropriate mode information. The eeprom was write protected, likely because the needle communication with the generator during the procedure was successful. Also, the nrg needle passed the puncture test performed on a bench-top model, thus the issue could not be replciated during investigation. Therefore, the reported allegation could not be confirmed. The device, however, failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. It is highly unlikely that the rf needle left our facility like that since all needles undergo 100% visual verification for the distal curve shape prior to packaging. Moreover, the device's IFU clearly states that manual reshaping and/or bending of the needle is not recommended because it could damage the integrity of the needle and cause injury to the patient.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that the needle was unable to deliver rf energy when attempted and could not cross the septum. No halation was observed on the intracardiac echocardiography and replacing the cable did not improve the issue. The needle then was then replaced (different device, same model), and the procedure was completed successfully. In addition, the generator achieved ready mode and the rf tone was heard when energization was attempted. Tenting the septum was confirmed before attempting and no error codes were noted. They also stated that they manually reshaped the needle prior to procedure. No challenges were noted related to the patient's anatomy. No patient complications were reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.